Event description:
It ws reported that, "the patient underwent hip replacement surgery in 2005." It was further reported that, "after implantation the patient heard an audible sound emanating from her hip. As a result, the patient experienced constant irritation and discomfort in the location of her hip, causing a revision in 2008."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.